Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Ddbc3d4 implantable cardioverter defibrillator (B)(6) 2013.

Event description:
It was reported that one day post implant, there was one episode with noise. No other oversensing was noted on the device nor during pocket stimulation. The lead remains in use. No patient complications have been reported as a result of this event.